Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a loose drive support cap. It was protruded. The device had alarmed a compromised force sensor system. The customer's blood glucose during the incident was 253 mg/dl. During the day, the customer was experiencing both high and low blood glucose. The device was not dropped or bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system alarm during the basic occlusion test due to loose / protruded drive support disk. Pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to the compromised force sensor system alarm. Pump had cracked case at display window corner, cracked reservoir tube lip, minor scratched display window, missing end cap sticker and stained address/serial number label.